Manufacturer narrative:
Investigation summary: it was reported the syringes were found damaged or broken. To aid in the investigation, ten samples and eight photos were provided for evaluation by our quality team. A visual inspection was performed and damaged syringe barrels was observed. The eight photos provided show some of the samples received. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number 301035, lot number 1106459. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly equipment was performed. Alignment of the rails and conveyors were acceptable. Flow of products was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 194 bd¿ luer-lok syringe barrels/flanges were damaged/broken. The following information was provided by the initial reporter: "damaged/broken: 194 pieces".